Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing battery pins and battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power on multiple occasions, while printing code-summaries. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.